Event description:
It was reported that the device was not holding memory and defaulted back to factory settings. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
Unknown. One device was received for evaluation. Visual inspection found a scratched lcd lens, and a worn dso seal. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that a faulty pwa board was the root cause. The pwa board was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.